Event description:
It was reported that the delivery system became flattened. A watchman access system (was) double curve was positioned and a 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first deployed device failed to meet release criteria for which a full recapture was performed. During recapture, there was significant resistance and the lumen of the delivery system was noted to be flattened. Due to concerns for the integrity of the was and new sheath was selected and a 30mm closure device was successfully deployed and implanted. Upon removal of the 30mm delivery system, it was also noted that the lumen was flattened in the same manner as the first. Both was were inspected and neither appeared to have structural integrity issues. The patient tolerated the procedure well and did not sustain any clinical impact. Patient was discharged home as normal.